Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary lphmsb cubie failure occurred. The drawer clicked as if it had opened; however, no drawer actually opened. The user attempted to gently pull multiple drawers to check if any were stuck, but none would open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer clicked as if it had opened, but no drawer actually opened. The field service engineer (fse) identified that auxiliary drawer 6.1 had a failed right slide rail, with the bearing cage displaced and bent, causing it to rub against the chassis and prevent the drawer from opening without manual pulling. The drawer was replaced, and the replacement drawer was successfully configured and inventoried. The system functioned as intended after field service engineer repaired the device.